Manufacturer narrative:
On 12-feb-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received information that the patient is considering explantation, but no information on expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5091526 that a female patient who underwent an unspecified breast surgery with 450cc smooth mentor memorygel breast implant has experienced unexplained systemic symptoms postoperatively, including leaky gut, lymes infection, reynaud¿s, neuropathy, multiple viruses in blood, many auto-symptoms, breast pain, changes in the texture of breasts, three unexplained falls that resulted in an aircast boot, temporarily crippled, extreme muscle and joint pain, can no longer exercise, collapsed lower left lung, kidney stones, multiple food intolerances, sinus infections, kidney and bladder infections. In addition, patient reported undergoing numerous tests and procedures, including reynaud¿s surgeries, neuropathy surgeries, lithotripsies, chest x-rays, mrls, ultrasounds, blood work, bio-testing, and saliva testing. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received information that the patient is considering explantation, but no information on expected explantation date. This medwatch report is for the left-sided implant.